Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was unable to establish telemetry. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction made to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was unable to establish telemetry. The device remains in use. No patient complications have been reported as a result of this event. (B)(6) 2026, it was further reported that when attempting to interrogate the ipg using a legacy programmer, a message was displayed indicating that the ipg was not supported. Troubleshooting steps were taken to include swapping out the programmer for a mobile programmer application; however, the application was unable to establish telemetry with the ipg. Additional troubleshooting was advised to include updating the application software version with a view to resolving the issue.